Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the left ventricular (lv) and the right ventricular (rv) pace/sense portions of the leads were swapped in the connector block. It was also reported that the lv lead triggered the lead integrity alert and that the patient may have been exposed to electromagnetic interference. Both the lv and rv leads are still in use. No patient complications have been reported as a result of this event.